Event description:
It was reported that the device showed an error code while being powered up and would not take a wand. No patient injuries were reported.

Manufacturer narrative:
There is a relationship between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be an electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electrical component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device showed an error code while being powered up and would not take a wand. A delay greater than 30 minutes was reported. No patient injuries were reported.